Manufacturer narrative:
A4 patient weight was not provided. B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient did not experience any adverse events as a result of the battery failure.

Manufacturer narrative:
Section d1 and d4: corrected. Section d4 - expiration date is not applicable to this device. Section g4: corrected. Section h5: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of a backup battery alarm on the power module was not confirmed. The power module (serial number (B)(6) was not returned for analysis. Available information indicates that no adverse events occurred as a result of the alarm, and that the backup battery was exchanged without issue. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module instructions for use (IFU) (sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle red battery alarms and/or yellow wrench alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient reported a backup battery failure on their power module. The battery was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the power module¿s backup battery, resulting in an alarm on the power module, was not confirmed. The returned power module (serial number ppm-13479) was functionally tested at the european distribution center, and the unit performed as intended throughout all testing with no atypical alarms being reproduced. Preventive maintenance was performed, and the serviced and tested power module was returned to the rental pool after passing all tests per procedure. Available information indicates that no adverse events occurred as a result of the alarm. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate power module IFU instructs users to regularly inspect the power module, and to not use a power module that appears damaged. The heartmate power module instructions for use (IFU) sections 4.0 ¿power module (pm) backup power¿ and 5.0 ¿power module (pm) alarm conditions¿) instructs users on how to handle red battery alarms and/or yellow wrench alarms that occur on the power module. A red battery alarm with a yellow wrench alarm signifies that the internal backup battery is not functioning properly. Users are instructed to immediately switch to a new power source. The heartmate power module IFU (section 11.0 ¿routine maintenance¿) instructs users to bring their power module to an authorized service technician at least once per year for a thorough inspection and cleaning. Routine maintenance also includes the unit¿s internal backup battery being replaced. No further information was provided. The manufacturer is closing the file on this event.